Event description:
The customer reported that the battery test was failing and a "replace the battery" error occurred. There was no adverse patient impact reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.